Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012625596 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was repr ogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The catheter was received with the guidewire threaded through. Dried blood and residue on the guidewire was observed at the tip of the catheter. The guidewire was stuck and was softened which resolved the issue. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During microscopic inspection of the shaft segment, a residue was observed to be stuck on the guidewire and in the guidewire lumen. In conclusion, the loop catheter failed the returned product inspection due to dried blood and residue adhered to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac ablation procedure, after ablation was completed for each pulmonary vein (pv), the guidewire became trapped when attempting to pull/push it. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.